Manufacturer narrative:
There is no returned device for evaluation, so no evidence of the damaged pouch was found. The conclusion could be hard reached as to what may have accused the reported incident. The batch history record was reviewed and then the result meet the criteria during manufacturing process. If the further information could be received, the case will be discussed again.

Event description:
As reported by the user facility, on (B)(6) 2017 during a laparoscopic appendectomy, the sb534 mini endo pocket size: 3" x 4" split down the seam when removing the appendix. The specimen dropped back into the abdomen and was retrieved utilizing another vendor's specimen bag. There was a minimal surgical delay of three (3) minutes and no reported patient injury. To date, no further information on the patient's current status has been provided. This report is being filed based on the potential for injury with recurrence.